Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported rupture. This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported rupture. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on july 03, 2025, with catalog mcghan 330. Based on the product analysis performed, the assessments of the complaint codes are: deflation: not observed. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.